Manufacturer narrative:
Correction information: b1: adverse event or product problem. B2: outcomes attributed to adverse event . G6: follow up #2. H1:type of reportable event. H2:if follow-up, what type? H6: coding changed based on the investigation result. Evaluation summary: on march 28, 2023, while running some queries for complaint data,we found that despite the adverse event complaints when creating medwatch, malfunction checked and submitted to the FDA. We submit a corrected supplemental report.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result the endoscope has been inspected with the oe-a63 cap that fell off in the patient. It was put on several times and checked by pulling lightly, whether it was securely in place, without any complaints and it has been tested also with some brand new caps several times. There was no problem with the installation, nor this the disconnection from the endoscope. There is no damage or failure with the endoscope or with the oe-a63. The customer will be retrained. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Dec cap fell off during the examination and had to be recovered. Nobody has been harmed. We asked service for inspection of the endoscope and the caps. Independent from the investigation, we strongly recommend to re-train the users at the hospital on how to attach the oe-a63 and check its operational condition properly, of course with reference to the recent fsca & updated IFU. This event occurred at the time of during use. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.